Event description:
New information received notes that asymptomatic patient presented with post-paced t-wave oversensing via remote transmission. Reprogramming changes were recommended. The device remains implanted.

Event description:
It was reported that patient presented with inappropriate non-sustained lead noise episodes. Upon investigation, the oversensed events on the near-field channel and myopotentials were suspected to be the cause. It was recommended that the device be reprogrammed and for dft testing to be performed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that at a subsequent patient follow-up visit, further episodes of non-sustained lead noise were observed. Reprogramming changes were recommended. No further information is available at this time.